Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of "low" results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 06/20/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with result of 65, 82 and 54 mg/dl from the memory of the meter. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of "low" results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 06/20/2018. Customer confirms the strips are stored properly and were first opened 08/01/2015. Reviewed meter memory: (B)(6). Customer is concerned with result of 65, 82 and 54 mg/dl from the memory of the meter. Adverse event not reported.